Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump battery cap was stropped; they were finally able to remove the cap but after inserting three different new batteries, the insulin pump does not turn on. The customer's blood glucose was 65 mg/dl at the time of the incident. The customer stated that they ate grapes to treat their low blood glucose. Troubleshooting could not be performed as the display of the insulin pump was blank and would not turn on. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.